Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the adhesive tape securing the refrigerator door latch was loose, resulting in a malfunction of the refrigerator door. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that hasp was falling off the refrigerator. A field service engineer (fse) pulled off old hasp and peeled off old plate then the fse installed hasp and plate in a different position on refrigerator. Further the fse crimpled spade connectors, cleaned and applied carbon grease to latch. The system functioned as intended after the field service engineer repaired the device.